Event description:
It was reported that a device broke. During preparation and while outside the patient, a 15mm x 4.00mm nc quantum apex broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the device was found to be broken when it was taken out of the box and the device was not used inside the patient.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation of the hypotube 86.9cm from the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded, and there was blood and contrast present in the folds. The device also has tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a device broke. During preparation and while outside the patient, a 15mm x 4.00mm nc quantum apex broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.